Manufacturer narrative:
This is an initial report to resubmit all prior information that was submitted through arthrex submission the initial reports dropped from the FDA system and therefore blocked the full processing of a follow up submission. The 2 submissions went through but only the receipt and 1 acknowledgement with no core ID were received. After several months of investigation with the FDA, due to computer system changes at arthrex as well as the FDA, the FDA has agreed that arthrex should resubmit a new report to encompass the initial prior 2017 arthrex submissions involved. This report is in reference to: 1220246-2017-00332 (arthrex reference#: (B)(4) / line 204830. Complaint confirmed. The evaluation revealed that the returned two screws have minor damages. The damages were most likely caused during the extraction of the screws. Measurements taken on screw revealed that their critical dimensions were within specification. At this time, it cannot be determined how the device may have caused or contributed to the patient's experience.

Event description:
This is an initial report to resubmit all prior information that was submitted through arthrex submission the initial reports dropped from the FDA system and therefore blocked the full processing of a follow up submission. The 2 submissions went through but only the receipt and 1 acknowledgement with no core ID were received. After several months of investigation with the FDA, due to computer system changes at arthrex as well as the FDA, the FDA has agreed that arthrex should resubmit a new report to encompass the initial prior 2017 arthrex submissions involved. This report is in reference to: 1220246-2017-00332 (arthrex reference: (B)(4)/ line 204830). The following is the previously reported information mentioned above: it was originally reported that the screws began to change angle after being implanted. Additional information received on 8/24/2017: it was reported that the patient underwent distal radius repair on (B)(6) 2017. On (B)(6) 2017, the patient was experiencing pain and displacement. The volar distal radius plate along with all the screws were removed on (B)(6) 2017. Additional information received 8/31/2017: the issue was found during routine follow up with x-rays. No arthrex devices were implanted during revision surgery.